Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was no capture and variable impedance. It was noted that the patient has a subclavian/svc stent, and the physician questioned lead degradation caused by friction between the lead and terminal portion of the stent. The lead was explanted and replaced. No patient complications have been reported as a result of this event.